Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical tests found an open circuit, visual examination found separated coil and cable with damaged lead insulation due to clavicle crush damage. The reported event of no capture, high impedance and insulation damage were confirmed.

Event description:
During a clinic follow up, high impedance and loss of capture possibly due to an insulation damage were noted on the right ventricular lead. The lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences reported.